Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced difficulty charging the pump with the usb cable. Reportedly, the cable position needed to be adjusted in order to charge successfully. Replacement cable was sent to the customer. Customer¿s blood glucose value was 301 mg/dl.